Event description:
It was reported that the patient's right ventricular (rv) lead exhibited insulation disjoint near the white collar, despite no prior signs of lead issues, and was associated with pain and discomfort. A pocket revision was performed. The lead remained in service. No additional adverse patient effects were reported.